Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, pneumoperitoneum gas leakage from the device occurred. As the operation was unable to continued, a new product was used to complete the case. The seal was broken. The surgical time was extended by less than 30 min. There was no patient harm.